Event description:
Procedure type: wedge resection. According to the reporter: the battery was inserted into the idrive and the handle recognition light illuminated. The adapter was connected and the adapter indicator light also illuminated. When the reload was loaded, the reload indicator light did not illuminate. A new reload was loaded. This cartridge articulated unexpectedly. Subsequently, the idrive stopped recognizing the reload and the movement stopped. No reinforcement material was used. There was no tissue loss. There was no tissue damage. There was no blood loss. There was no extension in surgery time. The patient is currently in good status.

Manufacturer narrative:
(B)(4).